Manufacturer narrative:
Clement, n. D.; mathur, k.; colling, r.; stirrat, a. N. (2010, march 02) the metal-backed glenoid component in rheumatoid disease: eight- to fourteen-year follow-up. Retrieved october 09, 2017, from http://www.sciencedirect.com/science/article/pii/s1058274609004765. The product was not available for return. Root cause could not be determined, conditions are addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history was not provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 01-50-0944, there are warnings in the package insert that state this kind of event can occur. Under "possible adverse effects," number 2 states, "early or late postoperative infection and allergic reaction," number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity," number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning," and number 13 states, "intraoperative intraoperative or postoperative bone fracture and/or postoperative pain." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
Information was received based on review of a journal article titled, "the metal-backed glenoid component in rheumatoid disease: eight-to fourteen-year follow-up¿ which reports the outcome and survivorship of the un-cemented glenoid in rheumatoid patients with an intact or repairable rotator cuff at surgery. It was reported that one (1) patient had a revision for aseptic loosening on an unknown date. There has been no further information provided and the patient outcome is unknown.